Event description:
It was reported that the user was fit with hearing aid on (B)(6) 2024 and that she wore them that day and then never word them again due to the skin reaction. After the first day of wearing them the user reprots that she began to feel itchy in her ears and around the outside of her ear. The user reports that the rash spread to her neck, back and chest but did not specify how long it took for it to spread. The user was scheduled to see her general practitioner on (B)(6) 2024. Further follow up is expected.

Event description:
It was reported that the user was fitted with hearing aid on (B)(6) 2024 and that she wore them that day and then never wore them again due to the skin reaction. After the first day of wearing them the user reprots that she began to feel itchy in her ears and around the outside of her ear. The user reports that the rash spread to her neck, back and chest but did not specify how long it took for it to spread. The user was scheduled to see her general practitioner on (B)(6) 2024. On follow up- the symptoms are also present of both ears on the external parts of the ear and in the ear canal. It is unknown if this has occurred for the user in the past. The user has not been using new chemicals. The hearing care professional suggested that the user return the aids, since the reaction was so extensive. The user did not want to return the aids and she also had her daughter on the phone with her because she has dementia. The daughter would like for her mother to keep the hearing aids until she sees her physician. The user was scheduled to see her general practitioner but despite several attempts it has not been possible to obtain further information on the user's current condition. However, a list of current allergies was attached to the case and it has been confirmed that none of the allergens are present in the user's hearing aids. No further follow up is expected.

Manufacturer narrative:
Device history record: a DHR review have been completed. No deviation or changes were found during manufacturing of the device. Clinical evaluation of the event: on 30apr2024 it was reported that after the user was fit with a hearing aid on (B)(6) 2024 she wore them that day and then never wore them again due to the skin reaction. After the first day of wearing them the user reports that she began to feel itchy in her ears and around the outside of her ear. The user reports that the rash spread to her neck, back and chest but did not specify how long it took for it to spread. The symptoms are also present of both ears on the external parts of the ear and in the ear canal. It is unknown if this has occurred for the user in the past. The user has not been using new chemicals. The hearing care professional suggested that the user return the aids, since the reaction was so extensive. The user did not want to return the aids and she also had her daughter on the phone with her because she has dementia. The daughter would like for her mother to keep the hearing aids until she sees her physician. The user was scheduled to see her general practitioner but despite several attempts it has not been possible to obtain further information on the user's current condition. However, a list of current allergies was attached to the case and it has been confirmed that none of the allergens are present in the user's hearing aids. Hearing aids are designed to have skin contact with the end user, the materials used in the hearing aids are biocompatible and a biological evaluated according to procedure corp proc,biol evaluation. A generic material list is provided in materials used in gn hearing products. Clinical conclusion on the case is that the allergic reaction is most likely not caused by the hearing aids, and based on the available information, it cannot be ruled out that the hearing aids have contributed to this reaction. Clinical evaluation according: allergic reaction is identified in the risk analysis and mitigated to an acceptable level through device design by compliance with standards for biocompatibility. Still allergic reactions can occur in rare cases. The clinical evaluation does evaluate allergic reactions and the user guide includes a safety notification instructing the hearing aid wearer to contact the hcp in case of skin irritation. The user guide includes a caution to consult the hearing care professional if irritation should occur. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Based on the available information (confounding medical history and limited follow up information available despite follow up attempts), it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risks related to skin sensitivity / irritation / allergies are generally known, considered in the risk analysis, mitigated, communicated to the user and deemed to be of an acceptable nature. Correction: this is not a device malfunction. No device has been investigated. Codes have been changed accordingly. This is a final report. No further follow up expected.